Event description:
Customer reported that the screen on the insulin pump has moisture and it is hard read the display due to the condensation. Customer did not want a loaner replacement insulin pump and he is interested in getting a new device. He will call back to start the process. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.